Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen was frozen. The technical support specialist (tss) updated the file path to the correct medapplication executable, configured auto login, and rebooted the station into application mode. Post-validation confirmed that the nurse was able to log in successfully and the system was functioning as expected. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was frozen on a blue screen and was currently offline. The customer performed a reboot; however, the issue persists. However, there were no delays or adverse events or injuries reported based on this event.